Event description:
It was reported that a revision was performed to remove and replace an avenue t construct on the left side of l4-5 because of infection in the disc space and surrounding vertebral bodies. In addition, the plate from the construct on the right side was broken and a piece was in the spinal canal. The left construct was removed and replaced. The pieces of the right plates were removed from the patient. This is report one of three for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is unrefuted for two avenue l plates and one avenue l cage for the failure of infection leading to revision surgery. The complaint is also unrefuted for one of two avenue l plates for the failure of fracture. Medical records were not provided for review. Device evaluation: product was not returned so a device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to patient exposure to bacteria during surgery due to unknown events or unknown patient factors. DHR review and related actions without the lot numbers, DHR review was unable to be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2020-00250 and 3004788213-2020-00263.

Event description:
It was reported that a revision was performed to remove and replace an avenue t construct on the left side of l4-5 because of infection in the disc space and surrounding vertebral bodies. In addition, the plate from the construct on the right side was broken and a piece was in the spinal canal. The left construct was removed and replaced. The pieces of the right plates were removed from the patient. This is report one of three for this event.